Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant site hematoma. Concomitant medical products: mentor smooth round high profile 420cc, catalog# 3503420, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation reconstruction revision on (B)(6) 2019 with mentor smooth round high profile 420cc and experienced an implant site hematoma on the left side post-operatively. As a result, the patient underwent explantation with no replacement on (B)(6) 2019. Per the initial reporter, the device was intact and discarded.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).